Event description:
The customer reported that the operation of the indicator is abnormal where the ready for use indicator is not working properly. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.